Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had a blank display and had damaged. The customer¿s blood glucose level was 70 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
Unit had blank display due to power connector not plugged in properly into printed circuit board. Unable to perform the displacement test, sleep current measurement, active current measurement and self-test due to blank display. Unit had a pillowing keypad overlay and a cracked retainer.